Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately five (5) years due to heavy calcification. No additional information (medical records, patient history) has been provided despite ongoing attempts with the healthcare provider.

Manufacturer narrative:
Report of bioprosthetic valve explant after five years of implant due to calcification. The explanted valve has not been returned to edwards for evaluation. Multiple follow up attempts with the healthcare provider have been performed, with no additional information yet provided. Although the reported calcification was not confirmed by evaluation, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported if received.